Event description:
As reported, a balloon of a 6mm x 30cm x 155 saberx percuataneous transluminal angioplasty (pta) dilatation catheter ruptured at 14 atm. The balloon was removed without any problems, and the procedure was completed with another non-cordis balloon of the same size. There were no reports of patient injury. After inserting an unknown 6f guiding sheath from the right inguinal region, backing up to the contralateral side, the saberx was opened. An unknown 0.014 guidewire was passed through the device, and the complaint device passed through the lesion, which was inflated prior to rupturing. The lesion was the left superficial femoral artery. There was no difficulty removing the protective balloon cover or any of the sterile packaging components. A contralateral approach was used. The target site vessel was moderately calcified and tortuous with moderate acute angulation. There was 80-95% stenosis present. There was no bifurcation of the target vessel. The access site vessel also was moderately tortuous with moderate acute angulation. There was no stenosis or bifurcation of the access site vessel. The device maintained negative pressure during preparation. The device was not put into an acute bend at any point during the procedure. The device did not kink at any time during the procedure. The product was removed in one piece from the patient. There was no leakage noted from the balloon, shaft, hub, or an unknown segment. The device was discarded in the hospital and therefore, will not be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, a balloon of a 6mm x 30cm x 155 saberx percutaneous transluminal angioplasty (pta) dilatation catheter ruptured at 14atm. The balloon was removed without any problems, and the procedure was completed with another non-cordis balloon of the same size. There were no reports of patient injury. After inserting an unknown 6f guiding sheath from the right inguinal region, backing up to the contralateral side, the saberx was opened. An unknown 0.014 guidewire was passed through the device, and the complaint device passed through the lesion, which was inflated prior to rupturing. The lesion was the left superficial femoral artery. There was no difficulty removing the protective balloon cover or any of the sterile packaging components. A contralateral approach was used. The target site vessel was moderately calcified and tortuous with moderate acute angulation. There was 80-95% stenosis present. There was no bifurcation of the target vessel. The access site vessel also was moderately tortuous with moderate acute angulation. There was no stenosis or bifurcation of the access site vessel. The device maintained negative pressure during preparation. The device was not put into an acute bend at any point during the procedure. The device did not kink at any time during the procedure. The product was removed in one piece from the patient. There was no leakage noted from the balloon, shaft, hub, or an unknown segment. The device was discarded in the hospital and was not returned for evaluation. A product history record (phr) review of lot 82204583 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification with tortuosity, acute angulation and stenosis likely contributed to the reported event as calcification is known to damage balloon material. The balloon material may have encountered calcified spicules during delivery or upon balloon expansion. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.